Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the hospital. According to information from the hospital, the brakes of the ventilator were unlocked and the ventilator had crossed the gauss line into the magnetic field. There was no service requested by customer. Our conclusion is that the ventilator had the two front wheels unlocked, and was placed too close to the mr scanner. The ventilator was therefore attracted to the mr scanner.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator was pulled into the MRI. There was no patient involvement.